Event description:
It was reported that during a lap cholecystectomy the device was used to ligate the cystic duct and artery. However the clips didn't line out properly while loading into the jaws of the instrument. A new device was used to finish the procedure. There were no adverse consequences to the patient. One device returning.